Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 2.5-3.5. Five minutes between results on (B)(6) 2011. Two hours between tests on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.